Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. System check with tandem technical support was performed and the pump was functioning as intended. There was no damage observed with the cartridge in use at the time of the report. Customer noted that the pump was exposed to temperature changes. Customer wears pump in a pocket, and is taken out to deliver boluses. Reportedly, customer does not believe blood glucose levels have been impacted.